Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 230 mg/dl at the time of the call. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.